Event description:
Information received indicates during a preventive maintenance check, the technician found the trend function was not working due to a broken motor circuit control board.

Manufacturer narrative:
The technician replaced the motor circuit control board to repair the bed.